Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2017-jul-13 arjohuntleigh was notified by (B)(6) in ireland about the incident involving enterprise 5000x bed. Following the information reported the bed was moving in the opposite direction than intended. It was lowering while 'raise' button was activated and was raising while 'lowering' button was pressed. The resident did not sustain any injuries resulting from the reported unintended bed movement. It needs to be emphasized that all manufactured enterprise 5000x beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. After the event arjohuntleigh technician inspected the bed. The evaluation revealed that there was no technical deficiency found within the device, all bed functions were extensively tested and all operated as intended. The bed in question was under arjohuntleigh service contract. The preventive maintenance was performed regularly. To ensure the safety of our products the instruction for use provided together with the involved device (746-577_UK_1 dated on jun 2012) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "function lockout can be used to prevent operation of the controls" , warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap trailing cables from the handset/acp and other equipment between moving parts of the bed" although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the uncommanded bed movement. It remained unknown if the device was being used for patient handling at the time the bed moved in reverse direction than commanded to. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not be recreated and no fault was found within the device. The device was reported to move on its own and from that perspective, the enterprise 5000x bed did not meet its performance specification. - attachment: [cover letter to FDA.pdf]

Event description:
On (B)(6) 2017 arjohuntleigh was notified by (B)(6) in (B)(6) about the incident involving enterprise 5000x bed. Following the information reported the bed was moving in the opposite direction than intended. It was lowering while 'raise' button was activated and was raising while 'lowering button' was pressed. It reminds unknown if the bed was being used for patient handling at the time of the reverse movement of the bed. The resident did not sustain any injuries resulting from the reported unintended bed movement.